Event description:
An integra sales rep reported that the product does not stay locked. The locking mechanism grinds. There was pt contact but he didn't believe there was pt injury. He went inside the operating room (or), inspected the skull clamp that was going to be used by the staff, and saw there was a problem. He told the operating room staff not to use it. The operating room staff used a loaner mayfield skull clamp instead. The type of surgery that was going to be performed was a craniotomy. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.